Event description:
The retention balloon in the bladder kept losing water. The catheter was changed and they were able to complete the treatment.

Manufacturer narrative:
The catheter was retrurned for analysis. Upon visual inspection, a small slice was detected in the balloon lumen. The device history record for ab508446 was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met specification at the time of release. It is noted that the labeling requires the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. The leak was confirmed, however, the root cause of the event is unknown.